Event description:
The complaint is reported as: wire kinked upon insertion. No patient injury or consequence reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire for evaluation. Visual examination revealed two slight bends in the guide wire body. The distal j-tip also appeared to be slightly deformed. The two slight bends in the guide wire measured 275 and 340 mm from the proximal end. The overall length of the guide wire measured 602 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.791 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The undamaged portions of the swg were advanced through a lab inventory 18ga introducer needle and lab inventory ars to functionally test the guide wire. The guide wire passed through with minimal resistance. A manual tug test confirmed that the distal and proximal welds were fully intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply undue force on guidewire to minimize the risk of possible breakage." The customer report of a damaged guide wire was confirmed by investigation of the returned sample. The guide wire contained two slight bends and a deformed distal j-tip. The sample passed all relevant dimensional and functional inspection, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional use error (undue force) likely contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: wire kinked upon insertion. No patient injury or consequence reported. The patient's condition is reported as fine.